Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a treatment for postpartum hemorrhage [pph], secondary to uterine atony, a bakri tamponade balloon catheter leaked. Due to uterine inertia, the balloon was placed to stop the bleeding. The balloon was inserted smoothly, but water leakage was noticed upon saline injection. Approximately 500ml of the blood loss occurred before the device leaked and an additional 100ml after. The patient was hemodynamically stable. No transfusions were administered. The device was not handled by or in the proximity of any metal tools. Hemostasis was successfully achieved with a new balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as, a visual inspection of the device were conducted. The device was returned to cook for investigation. A visual examination noted that the balloon material was split. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A database search revealed 3 other complaints associated with production lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU, t_j-sos_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded a definitive cause of the event could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A followup report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a treatment for postpartum hemorrhage [pph], secondary to uterine atony, a bakri tamponade balloon catheter leaked. Due to uterine inertia, the balloon was placed to stop the bleeding. The balloon was inserted smoothly, but water leakage was noticed upon saline injection. Approximately 500ml of the blood loss occurred before the device leaked and an additional 100ml after. The patient was hemodynamically stable. No transfusions were administered. The device was not handled by or in the proximity of any metal tools. Hemostasis was successfully achieved with a new balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence.